Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer stated that he received questionable results on capillary blood samples on a coaguchek xs meter, serial number (B)(4).. On (B)(6) 2017 at 8:39 am, the initial result was 3.6 inr. At 8:42 am, he tested on a different finger on the same hand with a result of 2.4 inr. There was no allegation of an adverse event. He currently feels fine. The customer¿s therapeutic range is 2.0-3.0 inr and he tests daily. He took his dose of marcumar approximately 24 hours prior to testing. The customer did not know if he has any hematocrit issues or antiphospholipid antibodies. He is not taking heparin or direct thrombin inhibitors. The meter and strips were requested for return, and replacement was sent. Relevant retention test strips (lot 139822-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material met the specification.

Manufacturer narrative:
The customer returned the meter and two vials of test strips (lot 139822-11) containing greater than 10 strips. The test strips and vial showed no defects. The meter appeared clean and undamaged on the outside. The returned test strips were tested with the returned meter in comparison to master lot strips. Two human blood samples from marcumar donors and internal reference meters were used. Donor #1 results: master lot: 2.1 inr, customer strip and meter: 2.0 inr, 2.0 inr. Donor #2 results: master lot: 2.7 inr, customer strip and meter: 2.6 inr, 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material meets specification.

Manufacturer narrative:
The following is corrected and additional information for the previously reported investigation results: the returned test strips were tested with the returned meter in comparison to master lot strips. Two human blood samples from marcumar donors and internal reference meters were used. Donor #1 results: master lot: 1.7 inr, customer strip and meter: 2.0 inr, 2.0 inr. Donor #2 results: master lot: 2.7 inr, customer strip and meter: 2.6 inr, 2.6 inr. The maximum difference between measurements with the same blood sample was 17% (donor #1 results). The observed discrepancy exceeded the internal qc warning limit. Therefore, repeat measurements were performed with master lot, reference lot, and customer lot strips; the customer's meter; and two retention meters. Two human blood samples from additional marcumar donors with inr greater than 2.0 were used. Repeat measurements: (B)(6). The results were within internal warning limits. There was no indication that the customer meter nor the test strip lot malfunctioned. The returned and retention material met specifications. One out of four results slightly exceeded the internal warning limit. Warning limits are not the same as the specifications; the limit is stricter because of the low number of measurements and are designed to give an early warning signal which then triggers further in-depth investigation. In this case, a warning limit was exceeded in the initial measurement with one of the two blood samples tested. This result could not be confirmed in repeat measurements of two additional blood samples. All results from the returned and retention material met specifications.